Event description:
The patient was admitted with femur fracture. 4 days later, the patient was implanted with rhbmp-2/acs during orif for left femur fracture. The patient was discharged two days post-op. 27 days post-op, the patient returned to the ER with pain, warmth, and induration of the knee and distal thigh; area was firm to the touch. The patient was discharged same day. The patient returned again 294 days post-op for irrigation and debridement of an abscess in the area.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.